Manufacturer narrative:
Reports provided indicate when the end-user was in the shower, they reportedly lost their balance and fell forward out of the seating to the floor of the shower. This fall reportedly resulted with the end-user having sustained a fracture to their left tibia. Reportedly the end-user utilizes the device in this manner on a routine basis while keeping the device covered to protect from moisture. Service provider stated having inspected the device and found it to be operating normally with no signs of a malfunction having occurred. The service provider hypothesized the end-user inadvertently activated the seat functions into an anterior tilt, and this caused the end-user to lose positioning. As no claims or allegations were received of a product malfunction having occurred, and the device remaining fully operational after the event; permobil in unable to reach a determination as to cause of adverse event without speculation. The DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
Report received claiming the end-user was using their power wheelchair inside a roll in shower. Report claims during the showering activities, at some point the end-user lost their positioning and fell out of the seating to the shower floor where they reportedly sustained injuries requiring medical intervention to address.